Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device change out procedure the physician was unable to engage the set screw of right ventricular (rv) lead coil port of the new implantable cardioverter defibrillator (ICD). The ICD was not used, and a different ICD was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.